Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent another gynecological procedure on (B)(6) 2013 and sparc was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 01/14/2016.(B)(4): it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011, and a mesh was implanted due to sui, and cystorectocele. It was reported that the patient underwent a mesh revision due to pelvic pain, dyspareunia, irritated urinary symptoms, frequency, nocturia and misplaced midurethral sling on (B)(6) 2013. No additional information was provided.